Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) level was 516 mg/dl. Customer addressed their bg with a correction via pump. Additionally, the customer experienced a low blood glucose level, value not provided. Customer required assistance due to bg level, and paramedics were called. Customer decline transport and how they were treated. Customer continued to used pump for insulin therapy, however a replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.